Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt has 2 leads (from the same lot) implanted as part of her scs system. It was reported the pt is without stimulation. Subsequently the pt met with a sjm rep and diagnostic testing revealed invalid impedances on all lead contacts. Surgical intervention is pending to address the reported issue.